Event description:
The device was used during a tah procedure. Reportedly, the staples did not form properly. The surgeon oversewed the staple line to complete the procedure. The hosp has reported no pt injury occurred.